Event description:
It was reported that "the screw has backed out of the plate. This patient has not been revised and is doing fine."

Event description:
It was reported that "the pt has been revised."